Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The reported difficult to advance the suture/knot could not be replicated in a testing environment as it was based on operational circumstances and the suture with the knot was not returned; however, a cuff miss/suture retrieval issue was observed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions was added to capture no femoral angiogram performed. Instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to an interventional procedure. Femoral angiogram was not performed. Reportedly, the suture (knot) could not be advanced. The maximum sheath size used was 14f. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.